Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with the description, iol haptic comes with damage to one of its distal ends. Additional information has been received stating cataract surgery for left eye was scheduled and completed on same day. The was no patient harm and symptoms were resolved.